Event description:
This female patient was presented to the interventional lab for an angioplasty procedure of the superficial femoral artery(sfa). The vessel was described as heavily calcified. A 5 fr. Sheath was inserted and the physician had no difficulty accessing the lesion with a guidewire. The information states that two balloons with the same unknown catalog and lot numbers were used to treat the lesion and both balloons burst at 8 atmospheres with the use of an inflation device. Another balloon was used to successfully complete the procedure. There was no injury to the patient, and she currently is in good condition. As per the qualrap, there is no additional information available.